Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade procedure an insulation anomaly was noted on the ra lead. The lead was repaired and remained implanted. The patient's condition was stable post procedure.